Manufacturer narrative:
Device investigation narrative - visual examination of the truepass suture passer confirmed the reported complaint. The top jaw is visibly bent and the torsional spring is also dislodged from the recessed grooves. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined with confidence. The company will continue to analyze additional complaints as they are reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Damaged or broken component it was reported that the truepass suture passer, self-capture, broke during the procedure. A backup truepass suture passer was used to complete the procedure. There were no delays or injury to report.